Event description:
Edwards received information that an unknown black particulate was found inside the package during incoming inspection.

Manufacturer narrative:
Manufacturing records were reviewed and no related non-conformances were identified. Corrective and preventive actions are being conducted in response to this event. A review of the IFU was performed and no inadequacies were identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was returned to edwards for evaluation and the reported particulate was confirmed. The particulate was sent to ftir for analysis but due to the nature of the particulate a type determination was unable to be definitively ascertained. It is possible that this particulate could be metallic in nature. Additional evaluation is anticipated and should new information be received, a supplemental MDR will be submitted.